Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator had been dropped, but did find the upper and lower cases broken, the battery release, ring cover and lead flex cover contaminated, the side bails missing and the ring bent. (B)(4).

Event description:
The external pulse generator was returned due to it having been dropped and it subsequently tested out of specification during manufacturer's analysis.